Manufacturer narrative:
Zimmer biomet (B)(4). The information was received that the product, 89-8510-440-10, lot number unknown will not be returned for complaint investigation. Design history record review could not be performed as the lot number is unknown.

Event description:
It was reported that the battery went out because of the aseptic transfer kit housing part number 89-8510-440-10 lot number unknown which did not close well. This event happened during surgery in the sterile area. This event is related to a malfunction that could potentially lead to a serious injury. Also, a delay of 10 minutes in the surgery procedure was reported. The reason for the delay was the time needed to take another handpiece. There was no additional harm or injury to patient/operator reported. A follow up was done to the customer in order to get the lot number of the aseptic transfer kit housing part number 89-8510-440-10 without success.